Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a (B)(6) year old male patient passed away on (B)(6) 2014. Prior to passing, the patient received two defibrillation treatments at 19:52:23 and 19:52:47 on (B)(6) 2014. Both pre-shock and post-shock rhythms were asystole. Asystole is considered to be a non-treatable rhythm. Both inappropriate defibrillations were a result of over-sensing small artifact or small cardiac signal.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Patient's electrode belt has not been returned. Review of the patient's flags does not indicate any device malfunction related to the defibrillation event.